Event description:
Hamilton medical ag received the following report from the hospital: the ventilator used by the patient has been running normally since being connected to the patient. The patient's human-machine cooperation is coordinated, and the patient's vital signs are stable. However, at 06:12 on may 3, 2024, the ventilator suddenly experienced irregular air supply from the supply port and significant noise. Nurse on duty immediately noticed the abnormality and disconnected the connection between the patient and the ventilator. The patient immediately received a simple respirator to assist breathing and connect the oxygen source, and assisted breathing was given according to the patient's breathing rhythm. The patient's vital signs were stable, but there was no change in heart rate, blood pressure, or blood oxygen saturation. As the cause of the ventilator failure could not be determined in a short period of time, on may 3, 2024, 06:15, the same brand of respirator was replaced and the ventilator was adjusted for use. After connecting the patient to the ventilator with the mode and support conditions, this event occurred suddenly and was handled promptly without causing any adverse effects on the patient. Immediately report to the equipment department for contact with ventilator maintenance and other matters.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following report from the hospital: the ventilator used by the patient has been running normally since being connected to the patient. The patient's human-machine cooperation is coordinated, and the patient's vital signs are stable. However, at 06:12 on (B)(6) 2024, the ventilator suddenly experienced irregular air supply from the supply port and significant noise. Nurse on duty immediately noticed the abnormality and disconnected the connection between the patient and the ventilator. The patient immediately received a simple respirator to assist breathing and connect the oxygen source, and assisted breathing was given according to the patient's breathing rhythm. The patient's vital signs were stable, but there was no change in heart rate, blood pressure, or blood oxygen saturation. As the cause of the ventilator failure could not be determined in a short period of time, on (B)(6) 2024, 06:15, the same brand of respirator was replaced and the ventilator was adjusted for use. After connecting the patient to the ventilator with the mode and support conditions, this event occurred suddenly and was handled promptly without causing any adverse effects on the patient. Immediately report to the equipment department for contact with ventilator maintenance and other matters.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h11.